Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath unknown implanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's concomitant medications included morphine sulfate, seroquel, trazodone, remeron, colace, amoxicillin, and ativan. The patient's over the counter medications included prune juice, gas pills, women's multi-vitamin, and saline nasal spray. It was reported the 40ml tank had 36ml of medication withdrawn after two months of use. It was noted there was failure of pump, feedthrough or catheter occlusion was evident. Two months of increased pain and surgery was the result. The patient was undergoing surgery to 'contreat' the malfunction. The event outcome was noted as hospitalization, other serious (important medical event). No further complications were anticipated/reported.